Manufacturer narrative:
(B)(4). The rt051 interface is used to deliver humidified oxygen to patients. The rt051 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The returned complaint device was visually inspected. Results: the rt051 cannula had become separated from the lip of the plastic manifold on one side. The flexible tubing was completely disconnected from the plastic manifold. The film between the spirals of the tube is stretched and broken. A lot check was not performed as no lot information was provided. Conclusion: the rt051 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. It would appear that the customer has pulled on the flex tubing to remove the nasal prongs from the manifold and has caused the tubing to tear. Our user instructions which accompany the rt051 state: "do not crush stretch tube." A search of our database has revealed one other complaint of this type for the rt051 and similar products.

Event description:
A hospital in (B)(6) reported that an rt051 nasal cannula came apart while a staff member was showing nurses how to switch tubing from one side to the other and that they were unable to reconnect because there was a tear in the tubing. This was found before use on a patient.